Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site and was experiencing issues even when the program was not running. It was also reported that the patient had difficulty charging the ipg and database analysis revealed no anomalies. The patient underwent an ipg and leads explant procedure and was doing well postoperatively. All device components will not be returned.